Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication. There was an issue with clip formation and the opening of the device. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.